Manufacturer narrative:
Overall investigation summary: guerbet's technical service team received a call from a customer who reportedly receiving an error code 2028 on their illumena injector, after an injection was completed. At the time of the event, the customer was using a 2.4f microcatheter, injecting 8ml of non-preheated omnipaque 350, at a flowrate of 2ml per second flowrate. The illumena injector is equipped with a safety feature that senses back pressure in the syringe and applies an electronic brake to prevent fluids from reentering the syringe. When backpressure is sensed, an error code 2028 is presented on the injector's display. Guerbet sent their field service engineer (fse) to examine the injector. During this examination the fse noticed dried contrast media on the power head pcb and linear potentiometer. Both parts were replaced, and the injector was recalibrated and tested per the angiomat illumena contrast delivery system test and inspection data checklist (B)(4). The injector was fully functional and returned to service. A review of guerbet's customer complaint tracking system indicated that this customer recently reported a syringe blowby/leak, which could have led to the contrast media contamination of the power head pcb and linear potentiometer. Impact assessment summary: na. Root / probable cause code: equipment/instrument - failure. Root / probable cause summary: refer to investigation summary. No further investigation needed at this time. Qa will continue to monitor and trend for similar issues. No CAPA at this time, these trends and issues are reported on during quality metrics review and during the management review meetings to consider input for corrective action. Complaint confirmed: yes. Disposition summary: unit returned to service.

Event description:
Incident reported by facility on (B)(6) 2020 for an event that occurred on (B)(6) 2020. Facility stated receiving an error code 2028 on their illumena injector, after an injection was completed. Facility reported the servo ran the ram backwards. The patient was attached to the device when the incident occurred, the facility reports no injuries to the patient or staff.